Manufacturer narrative:
Neither sample or pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Complaint for the failure mode could not be confirmed by investigation as no sample nor pictures were provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that there was a flange broken on the left side. The trach was placed on (B)(6) 2024 and broke on (B)(6) 2025. There was no reported patient harm.